Manufacturer narrative:
Visual inspection of the internal components of the driver revealed a kinked left driveline. Review of the patient data file revealed that the driver had failed the left max flow left embedded supervisor and left max flow right embedded supervisor tests during the customer-reported system check. Investigation testing confirmed and reproduced the customer-reported issue of the driver not passing the system check. The root cause was determined to be restricted air flow through the left driveline due to a kink in the left driveline. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5048 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass system checkout due to the left and right flow sensors.